Event description:
It was reported to medtronic neurosurgery that the patient line tubing disconnected from the patient line stopcock five days after the device had begun its use. There was no dramatic pull by the patient on the tubing. It was also reported that the patient's headache symptoms returned.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).